Event description:
This rn began her shift at 1900. After receiving handoff report on the patient, this rn went into the patient's room for safety checks. It was noted during the pump check that the current vial of fentanyl that was supposed to be infusing was completely full; however, drops were not falling in the drip chamber. Additionally, the vtbi on the pump read 60ml even though the fentanyl bottle contains only 50ml. This vial was also noted to have a filter needle stuck into it's opening. At this point, the label on the fentanyl vial was checked and showed that the vial was hung on the day before. A second vial of fentanyl was then discovered to be hanging behind the current one in the lockbox. The label on this vial indicated that it was placed there that day. At this time, it was clear that the patient had not been receiving the fentanyl infusion. This rn wasted the vial of fentanyl from day before and placed the vial, tubing, and pump into a bag for review. At this time, the vial from the day was hung with new tubing and placed on a new pump.